Manufacturer narrative:
Uf/importer report# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
They physician was attempting to use one sprinter legend balloon catheter to treat a lesion located in the left circumflex artery during pci procedure. The device was inserted through the guide catheter into the lesion. It was reported that on inflation, the balloon ruptured and broke off in the lesion. The physician carried out multiple attempts to remove the balloon fragment ultimately resulting in embolization of the balloon fragment. The physician decided to leave the fragment in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: physician commented that the event was related to the anatomy and not the balloon. The lesion was in a difficult retro flexed lcx that was balloon uncrossable. If information is provided in the future, a supplemental report will be issued.